Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After the procedure, a pericardial effusion was noticed. No symptoms on the patient during the procedure. The physician discovered the pericardial effusion during a standard check at the end of the procedure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). They reported that the medical intervention provided was a pericardiocentesis and 150cc of fluid was removed. The patient was reported to be in stable condition. They stated the physician could not confirm what may have caused the pericardial effusion. Additional information was received. Physician was not sure of the cause of the adverse event. Intervention provided was only the pericardiocentesis. Outcome of the adverse event was patient recovered fully. Patient required extended hospitalization because a nurse who was in the procedure stated that the patient stayed overnight plus an additional night. These were the only details the caller was given. Transseptal puncture performed with an abbott brk xs series. Prior to noting the pericardial effusion, ablation was performed. No evidence of a steam pop. The event occurred at the very end of the procedure during a routine check for pericardial effusion with ice before catheters were removed. Flow rates were default while ablating at 50w in the left atrium and 35w in the right atrium. Correct catheter settings were selected on the generator. Pump switching operating as expected. No error messages observed on biosense webster equipment during the procedure. Force visualization features used was graph viewer window displayed. Readings dashboard including force, impedance, f¿, and power, visitag. Visitag module was used, parameters for stability used were- respiratory gated, max. Distance 2mm, min. Time 3 seconds, tag size 2mm. No additional filter used with the visitag. Color options used prospectively was time, custom 3-8 seconds.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The investigation was completed on 05-sep-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician was not sure of the cause of the adverse event. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).